Event description:
Aquabeam device would not activate/turn on. Manufacturer response for aquabeam handpiece, procept (per site reporter). They have picked the product up and will initiate a quality investigation. They have also given us replacement product.